Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Further investigation was not performed due to applicator was not returned. If applicator is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Therefore, issue is closed to no product returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that with wear of the adc device, they experienced sensory disturbances in the hand, pain in the upper arm, swelling of the entire arm from shoulder to fingers, and a seizure. As a result, the customer treated themselves by taking tilidine and paracetamol and presented to a neurologist. The neurologist conducted a nerve measurement without findings and advised the customer to rest. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is based on reporter's report of "in june, exact date no longer known". The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that with wear of the adc device, they experienced sensory disturbances in the hand, pain in the upper arm, swelling of the entire arm from shoulder to fingers, and a seizure. As a result, the customer treated themselves by taking tilidine and paracetamol and presented to a neurologist. The neurologist conducted a nerve measurement without findings and advised the customer to rest. There was no report of death or permanent impairment associated with this event.

Event description:
The customer reported that with wear of the adc device, they experienced sensory disturbances in the hand, pain in the upper arm, swelling of the entire arm from shoulder to fingers, and a seizure. As a result, the customer treated themselves by taking tilidine and paracetamol and presented to a neurologist. The neurologist conducted a nerve measurement without findings and advised the customer to rest. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0g251a41u has been returned and investigated. Visual inspection has been performed on returned sensor patch and no issues were observed. Data was extracted using approved software, and extraction was successful. Applicator was no longer required for this investigation as it has been discontinued. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that with wear of the adc device, they experienced sensory disturbances in the hand, pain in the upper arm, swelling of the entire arm from shoulder to fingers, and a seizure. As a result, the customer treated themselves by taking tilidine and paracetamol and presented to a neurologist. The neurologist conducted a nerve measurement without findings and advised the customer to rest. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) & d4 (serial) were incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.